Event description:
Patient presented to the physician with wound dehiscence at the chest incision site exposing one of the leads. Physician washed the wound and re-sutured the incision in the clinic, and prescribed antibiotics. Patient presented back to the physician with the sense lead eroded through the skin at the chest incision site due to continued wound dehiscence. Physician brought the patient into the or, irrigated the ipg pocket with antibiotic solution, tucked the sense lead, re-sutured, and closed.